Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was on friday the patient fell backwards on their deck and fell completely flat on their back. Ever since then every once in a while the pts stimulation would jump way up high and they would have to manually put it back down. Patient was in the hospital because they were having really bad pain in their legs because the stimulator was not working correctly. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back and repeated that she is still having issues with her stimulator. Pt stated that now she has her stimulation set at 2.0 and out of no where the stimulation will increase real high and she can't feel her legs as a result of the high stimulation. The pt stated it will last for a few minutes and then stop. Pt stated she was driving her car yesterday and it happened and she couldn't feel her legs. Pss suggested that pt turn the ins off while she is driving until she can have the issue checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.